Manufacturer narrative:
During the index procedure, a cxs18275 cypher stent was deployed at the site. The stent was post-dilated with a 2.75 x 15mm quantum maverick balloon. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
Eleven months after undergoing cypher stent implantation, the patient was admitted with a late thrombotic event. An export aspiration catheter was inserted to remove the thrombus. After the procedure, the patient was in good health.